Event description:
Patient reported experiencing a leak resulting from a bent cannula. Patient stated his blood glucose level was high; took correction bolus. Patient reported he noticed insulin had leaked and the adhesive of the infusion set was wet. No adverse event reported. Requested return of the alleged infusion sets for evaluation; replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.